Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/13/2021 . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot number am4138, and no non conformances / manufacturing irregularities were identified.

Manufacturer narrative:
(B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the location of the hole in the packaging? , when was it noticed that the packaging had a hole?, was the packaging received damaged during transit?, please indicate storage conditions in the hospital: is a photo available of the product? How was the procedure completed?.

Event description:
It was reported that prior to a patient undergoing an unknown procedure on (B)(6) 2021, the external packaging of the suture broke easily. No adverse patient consequences were reported. Additional information was requested.